Manufacturer narrative:
Concomitant products: product ID 37601, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that during a device battery replacement the day of the report, a short between the case and electrode three was noticed. Additional information has been requested but was not available as of the date of this report.